Event description:
During loop recorder removal in cath lab, piece of the kelly clamp broke in loop pocket of the patient, however all parts were recovered and removed by the physician.[the kelly clamp was part of the medline PICC line pack].